Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon burst occurred. The occluded target lesion, which is about 18cm, was located in the mildly tortuous, mildly calcified and simple curvature anterior thigh muscle. A 4x200mm, 150cm ranger drug-coated balloon was advanced for dilation. However, when the pressure reached at 8 atmospheres during first inflation, the balloon burst. The device removed without any problem using the normal method, and the procedure was completed with another of the same device. The patient's vital signs were stable and returned to the ward safely. There were no patient complications as a result of this event.